Manufacturer narrative:
Investigation description complaint could not be duplicated, however the complaint for alert 38 was confirmed through the engineering logs. The device was opened; upon inspection the motor shaft was found to be damaged.

Event description:
It was reported that the ilet bionic pancreas replacement device displayed repeated alert 38 indicating consecutive stalled motor, which persisted despite multiple restarts, and the device was replaced; the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.